Event description:
Consumer allegedly sat on seat of rollator, and the leg broke causing him to fall. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 65100r serial number/date lot (B)(4) is approximately 2 years and 8 months old. User manual part number 1150739 rev a (jul-08) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 1: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) gender unknown, height unknown who weighs (B)(6). Adhering to the following warnings may have prevented the leg from braking and the consumer from falling. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Do not use the walklite or rollite as a wheelchair or transport device. Walklites and rollites are not intended to be propelled while seated. A physical/occupational therapist should assist in the height adjustment of the product for maximum support and stability. Make sure that all hardware is secure, attachments are securely tighten and locked in the open position, and that casters and moving objects are in good working order before using this or any mobility aid. The wheels and glide brakes must be in contact with the floor at all times during use. The glide brakes are intended to provide additional stability while in the seated position. The glide brakes are not intended to be used for stopping the walklite during ambulation. Do not rock the walklite or rollite while sitting on the seat. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. If the walklite or rollite is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on the walklite or rollite handles - otherwise damage or injury may occur. Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the walklite or rollite and may cause the unit to tip, resulting in injury or damage. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object. Do not hang anything from the frame of the walklite or rollite. Items should be placed in the basket. The basket has a weight limitation of 11 lbs (5 kg). Items placed in the basket should not protrude from the basket as this may cause the product to tip.